Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history review could not be completed as no batch number was provided. H3 other text : see h10.

Event description:
It was reported that blood leaked out of the back of the bd nexiva¿ closed IV catheter system when the needle was pulled out. The following information was provided by the initial reporter: blood leaked out the back of the back when needle pulled out.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4 device expiration date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that blood leaked out of the back of the bd nexiva¿ closed IV catheter system when the needle was pulled out. The following information was provided by the initial reporter: blood leaked out the back of the back when needle pulled out.